Event description:
A captive hextip screwdriver broke while the surgeon was tightening the last cap screw of a spinal fixation system. The surgeon attempted to remove the hex tip from the cap screw unsuccessfully. The tip of the screwdriver remained embedded in the capscrew and the patient was closed. The screwdriver is manufactured with 440c stainless steel but has not been used for implants. The capscrew is made from titanium. There is a possibility of interaction/corrosion due to the implantation of these dissimilar metals.